Event description:
Cracks were noted on two 24.0 diopter intraocular lenses (iols) during surgery. The first iol was placed in the pt's eye, a crack was identified and the lens was removed. A second iol was placed in the pt's eye, a crack was identified and the lens was removed. There were no other 24.0 diopter lenses available for this lens model. A third 23.5 diopter lens was implanted. Following insertion, the lens was examined and appeared to be fine. The reporting facility was contacted, two serial numbers were obtained. It is not known if there was any pt impact/injury associated with this report. Additional info has been requested. MDR reference number: 1119421-2006-00079.